Event description:
It was reported that this right ventricular (rv) lead was capped and left in-situ for an unspecified reason. A new lead with the same model was successfully implanted. This is all the information provided, and additional information has been requested. Additional information received advised the rv lead revision was due to high pacing thresholds have trended upwards with each clinic visit. Outside of surgical intervention, no adverse patient effects were reported.